Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: during investigation, the battery cap was found to be damaged. The removal slot on the battery cap was found to be stripped.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an external component issue in the form of damaged battery cap. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery. There was no indication that the product caused or contributed to an adverse event.